Event description:
It was reported that the customer was hospitalized due to non diabetes related issues. It was stated that the customer had low blood glucose while being at the hospital, and the father requested assistance in setting a type of basal. The customer's glucose reading at time of call was 94 mg/dl. Assisted the caller on setting a temporary basal. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.